Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, heavily calcified 95% stenosed mid left anterior descending coronary artery. A 3.0 x 23 mm rx zeta stent delivery system (sds) was selected for the procedure. No issues were noted during unpacking, inspection and preparation of the sds. The sds was advanced to the lesion with resistance felt and would not cross. Force was then applied to the sds to try to get it to cross the lesion without success and in the process the shaft of the sds separated mid shaft. The two sections of the sds along with the guide wire were removed from the anatomy as one unit. An unspecified balloon catheter was used to successfully perform angioplasty on the lesion. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis; however, the device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the multi-link zeta coronary stent system instructions for use (IFU) states: warning: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure; however, the reported shaft detachment appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A review of the multi-link zeta label attached to the lot history record for this lot indicated a manufacturing date of 31-october-2014 with an expiration date (use by date) of 30-september-2016. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2016. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the IFU states: note the product use by date specified on the package.